Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02219, 02220. It was reported the pt felt a "jolt" approximately two weeks ago when he turned stimulation on. He reported 30 seconds after the jolting sensation he experienced overstimulation that started at his ipg site and traveled throughout his entire body. Follow-up indicated the sjm representative met with the pt, and the pt reported a shocking sensation when stimulation was turned on that traveled from his neck to his head. Diagnostic tests revealed zero impedance readings on all lead contacts. It was reported surgical intervention will be undertaken to resolve the issue.